Event description:
User received two patient samples with incorrect low results for multiple assays. Sample 1, initial glucose gave 11 mg per dl, and was reported out. User stated the incorrect glucose result did not affect patient treatment. The sample was subsequently repeated resulting at 110 mg per dl. In 2009: sample 2, initial glucose gave 3; repeat gave 114 mg per dl. Initial phosphorus gave less than 0.3; repeat gave 2.5 mg per dl. Initial ast gave less than 5; repeat gave 11 u per l. Initial alk phos gave less than 5; repeat gave 58 u per l. The original results were not reported out for this sample. If additional information is received, appropriate notification will be provided.